Event description:
The user facility reported a patient noted as high-risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that implantation was very difficult due to the patient's anatomy. The patient was kept on support for a few days until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.